Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7279718. Medical device expiration date: 2018-07-31. Device manufacture date: 2017-10-06. Medical device lot #: 7279715. Medical device expiration date: 2018-07-31. Device manufacture date: 2017-10-06. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® plus plastic citrate tube(s) are over filling during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfilling with the incident lot was observed. Draw testing of the customer samples was performed and one tube did not draw within the required specifications. A review of the manufacturing records was completed for the incident lots and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfilling with the incident lot was observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.